Manufacturer narrative:
Concomitant medical products: product ID: 8782, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(4), ubd: 29-nov-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient who was receiving baclofen, unknown (unknown dose and concentration) via an implantable pump for unknown indications for use. It was reported that on (B)(6) 2021 at an office visit there was found to be no flow during a side port refill procedure.  The patient was given/prescribed oral baclofen and surgery was scheduled.  The entire system was explanted/replaced on (B)(6) 2021. On (B)(6) 2021 during replacement, the catheter was found to be kinked.  The outcome of the event resolved without sequelae on (B)(6) 2021.  The device diagnosis was catheter kink.  The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2021.  No further complications were reported/anticipated.